Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 575 mg/dl and high ketones, which were identified as dangerous by a healthcare professional. Customer attempted to self-treat with a manual injection and supply change to address bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage. During troubleshooting with tandem technical support, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off.